Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Plunger piece of the applicator remained inside [foreign body in reproductive tract] discomfort - vagina [vulvovaginal discomfort]. During insertion, the plunger piece of the applicator pushes through the end of the applicator and falls out, remains inside, felt discomfort [complication of device insertion]. During insertion, the plunger piece of the applicator pushes through the end of the applicator and falls out [device malfunction]. Consumer contacted via e-mail and stated that during tampon insertion, the plunger piece of the applicator pushes through the end of the applicator and falls out. No serious injury was reported.